Event description:
The customer reported that the system displayed an interlock error message which prevented the system from completing boot up. There is no report of pt injury.

Manufacturer narrative:
A ge service rep performed an onsite investigation. A power supply fuse was replaced. The system was then found to be operating as intended.